Manufacturer narrative:
(B)(4). The customer reported the paddleset failed to deliver energy during testing. The customer isolated the reported issue to the paddle set. Replacing the paddle set resolved the reported issue. We will consider this a paddle set failure.

Event description:
The customer reported the paddleset failed to deliver energy during testing.